Event description:
The patient was implanted with a left ventricular assist device (lvad). The hospital reported that after approximately 33 months of support on the lvad, a low speed hazard/low flow hazard event was observed on the history screen. An x-ray was taken and a percutaneous lead issue was suspected. A repair of the external portion (distal end) of the percutaneous lead was subsequently performed by the manufacturer's technical services team member.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.